Event description:
A complaint of a patient that will be explanted was received. The patient stated that although the device is working properly and providing stimulation, the implantable pulse generator (ipg) is causing irritation due to rubbing against the beltline. The patient's explant surgery has been scheduled.